Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced unspecified cartridge issues. Additionally, it was reported that the customer went to the emergency room (ER). No additional information was provided. There was no reported adverse impact to the customers blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.